Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -uneventful anti-reflux procedure, hernia repair, and linx device implant on (B)(6) 2016. -esophageal dilation and esophagogastroduodenoscopy (egd) was attempted twice to alleviate post anti-reflux procedure dysphagia. -device explant (B)(6) 2017 due to severe dysphagia. -device was found in correct position/geometry. -a fundoplication was performed at the time of explant; patient reported as doing fine after removal.